Event description:
It was reported that the device pcea input port pins were broken. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during visual inspection. Additionally the device was observed to have a delaminated downstream occlusion seal, a damaged display, a nonfunctioning keyboard, and missing remote cord pins. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The affected components were replaced and repaired.